Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for a device upgrade. Upon review, the right ventricular lead threshold was elevated and r-wave was low. No sensing was noted. Fluoroscopy confirmed lead dislodgement. The lead was capped and replaced on (B)(6) 2018. The patient was recovering after the procedure.